Manufacturer narrative:
The unit was restarted and the bag/vent switch then operated as expected. The unit was returned to service. Patient information currently unavailable.

Event description:
The hospital reported the bag/vent switch was not operating as expected. There was no report of patient injury.